Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition. Furthermore, inappropriate anti-tachycardia pacing (atp) therapy was delivered. It was determined that this was due to fracture and it was decided to explant the lead. Another lead was implanted instead. No further adverse patient effects were reported.